Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Right ventricular (rv) lead pacing impedance was consistent near 1150 ohms then decreased slightly (<(><<)>100 ohms decrease) the week of (B)(6) 2015. Impedance was out of range the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had bradycardia. The patient was admitted to the hospital. The device was checked at it showed decreasing impedance, oversensing and damaged insulation and a fracture was suspected. An image showed the patient had slight cardiac hypertrophy and a large amount of pleural effusion was observed. The lead was reprogrammed then a temporary device was implanted while considering lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.